Event description:
On (B)(6) 2025, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having bowel symptom relief the first 2 days after the implant. However, since then, the therapy has not been working. The patient reported having leakage and blowout, their mornings were horrible because they never know how bad it's going to be. Patient mentioned the last blowout was on (B)(6), they had 3 bowel movements that day and they didn't feel urgency. Patient reported having a follow-up appointment with healthcare provider (hcp) on (B)(6) with the manufacturing representative (rep) on video call, the therapy was adjusted, but without results. Patient reported adjusting the therapy multiple times and taking medication daily for the diarrhea. The patient was redirected to their hcp to further address the issue. Patient has another follow-up appointment in 5 months. Patient reported that their baseline symptoms returned and they lost therapy benefit. On 2025-jun-17, additional information was received from the patient. Patient called back and repeated therapy issues as previously reported. Patient said that three weeks ago they turned therapy off and as soon as therapy was turned off, everything dumped out. Patient confirmed that therapy was turned back on after. Patient said this morning had the same experience said that they crapped everywhere without warning. When asked, patient said that they made an adjustment last week however practically electrocuted themselves. When asked, patient said that they increased the setting by one whole point, however then decreased. Reviewed general programming guidance including how higher settings will affect stim longevity. With instruction, patient connected and switched programs and adjusted the setting. Patient to monitor and track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.